Event description:
It was reported when the new programmer was opened after receiving it, the programmer was not working and the screen was total blank. Status of the programmer is unknown. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.